Manufacturer narrative:
B3/d10 therapy date: the exact occurrence date was unknown; however, this was reported to have occurred on or after (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿one or two¿ minicaps had inadequate iodine. The caregiver noticed prior to use that the ¿sponge was dried up and didn't have enough iodine¿ and did not use the caps. There was no report of patient injury or medical intervention associated with this event.